Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the rotor was off by a tooth on the dingus, realigning the dingus resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.no parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure when bringing the imaging system into the room the gantry door of the system would not open. System was not around the patient. Site used a c-arm to complete the procedure.the procedure was completed without the use imaging. There was no delay to procedure. No impact on patient outcome.